Manufacturer narrative:
Date of plate breakage is unknown date subsequent to (B)(6) 2017. This report is for an unknown foot plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent first metatarsophalangeal joint arthrodesis and second and third tarsometatarsal joint arthrodesis on (B)(6) 2017 to treat arthritis of the midfoot. Surgery was completed successfully and patient outcome was stable. On (B)(6) 2018, the patient went in for follow-up and x-rays showed that the plate was fractured. Patient was scheduled for additional follow-up on (B)(6) 2018. Concomitant devices: 2.7mm variable angle (va) locking screw self-tapping w/ t8 stardrive recess 14mm (part: 02.211.014, lot: unknown, quantity: unknown); 2.7mm va locking screw self-tapping w/ t8 stardrive recess 16mm (part: 02.211.016, lot: unknown, quantity: unknown); 2.7mm va locking screw self-tapping w/ t8 stardrive recess 20mm (part: 02.211.020, lot: unknown, quantity: unknown); 2.7mm va locking screw self-tapping w/ t8 stardrive recess 22mm (part: 02.211.022, lot: unknown, quantity: unknown); 2.7mm va locking screw self-tapping w/ t8 stardrive recess 24mm (part: 02.211.024, lot: unknown, quantity: unknown). This report is for an unknown foot plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-rays. A complaint was reported for implant breakage post-implantation. Investigation was performed based on the received x-rays as no device was received for investigation. No implant fracture or product issue was able to be detected on the medical images that were received. Risk documentation was reviewed and all risk was within acceptable levels. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.